Event description:
Per the clinic, the patient experienced a magnet dislodgement where the magnet went out of the pocket. Subsequently, the patient underwent a revision surgery to replace the internal magnet on (B)(6) 2025, under general anaesthesia. The implanted device remains.